Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745. Serial number of meter was not provided.

Event description:
The lay user / patient from (B)(6) contacted lfs alleging an error 4 message on in onetouch verio meter using test strips that he obtained from the pharmacy. The patient denied seeking any medical attention or exhibiting any symptoms due to the alleged issue. Test strips were replaced and requested back. The complaint is being reported due to the alleged error 4 message.